Manufacturer narrative:
Device analysis: product analysis identified fluid loss in the cylinders and a pump malfunction with returned devices. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had a pinhole leak at fold in cylinder body; hole in outer tube was present due to input tube wear. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. The identified fluid loss is also the probable cause of the mechanical issue, as the device would not be functional after the system fluid was lost. Therefore, product analysis confirmed device malfunction with the returned cylinders and a pump.

Event description:
It was reported that the patient underwent a revision procedure due to unspecified reason with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted.

Manufacturer narrative:
Combination product? - corrected. Device analysis: product analysis identified fluid loss in the cylinders and a pump malfunction with returned devices. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had a pinhole leak at fold in cylinder body; hole in outer tube was present due to input tube wear. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. The identified fluid loss is also the probable cause of the mechanical issue, as the device would not be functional after the system fluid was lost. Therefore, product analysis confirmed device malfunction with the returned cylinders and a pump.

Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted.